Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure displacement"), pelvic pain ("stabbing, persistent/constant pelvic pain"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, spontaneous abortion, ectopic pregnancy in 1996, gravida in 2001, gravida on (B)(6)2007, multiparous and uterine cyst. Allergy to nickel and hypersensitivity reaction or any other component of essure was denied. Previously administered products included for contraception: birth control pill from (B)(6)2006 to (B)(6)2006; for birth control: depo provera from (B)(6)to (B)(6). Concurrent conditions included cyst, nausea, frequency of menses, numbness, muscle pain and joint pain. Family history included diabetes and malignant breast neoplasm. Concomitant products included loratadine (claritin) from (B)(6) to (B)(6) for multiple allergies, naproxen (naprosyn) since (B)(6) 2015 to (B)(6) and paracetamol (tylenol) from (B)(6) to (B)(6) for pain as well as docusate, hydrocodone, ibuprofen and paracetamol (acetaminophen). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), coital bleeding ("bleeding after and during intercourse") and hypoaesthesia ("numbness in hands and legs"). In 2010, the patient experienced pain in extremity ("pain in legs"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("caused, aggravated psychiatric / psychological conditions") and menstruation irregular ("irregular menstruation"). The patient was treated with ibuprofen (motrin), analgesics, surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6)2016. In (B)(6), the pain in extremity had resolved. In (B)(6) 2016, the pelvic pain, back pain, genital haemorrhage, uterine haemorrhage and vaginal haemorrhage had resolved. At the time of the report, the device expulsion and mental disorder outcome was unknown and the coital bleeding, hypoaesthesia and menstruation irregular had resolved. The reporter considered back pain, coital bleeding, device expulsion, genital haemorrhage, hypoaesthesia, menstruation irregular, mental disorder, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: following essure placement procedure, she used condoms. Treatment for pelvic and back pain: "physical therapy, ; hysterectomy, x-ray of pelvic, therapy, tub blockage test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: essure was placed correctly ultrasound scan vagina - on (B)(6)2015: (non ob)¿compete on an unspecified date, pelvic x-ray, tube blockage test were done (no results were provided). On (B)(6)2016, (B)(6)2016 and (B)(6)2016, essure placement check were done.2015, she had pelvic ultrasound done at doctor office which demonstrated a small cyst. (B)(6)2015, transvaginal and transabdominal pelvic ultrasound report findings: essure left side appears to be in the correct location. Essure right side is displaced, appears to be outside edge of uterus. Impression: 1. Normal myometrium. Essure device identified. The left essure is seen partly within the myometrium. The right essure is visualized outside the edge of myometrium. 2. Normal endometrium at 11 mm. 3. Normal ovaries with follicular changes. 4. No adnexal masses or free fluid in provided images. 5. Endovaginal exam is performed for better evaluation of pelvic structures and confirms the findings. On (B)(6)2016 surgical pathology report specimen(s): uterus, cervix, bilateral fallopian tubes procedure: hysterectomy robotic assisted, cystoscopy pre-operative and post-operative diagnosis: abnormal uterine bleeding final pathologic diagnoses uterus, cervix and bilateral tubes: - chronic cervicitis proliferative endometrium - benign endometrial polyp - adenomyosis - bilateral fallopian tubes with paratubal cysts. (B)(6)2016: hysterosalpingiography: frontal scout radiograph of the pelvis demonstrates essure closure. Devices and multiple phlebitis. The endometrial canal is of normal morphology without filling defects. The contour is relatively smooth. Good position of the essure closure devices without spillage. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menstruation irregular,, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record received. Event device dislocation was updated to device expulsion. Concomitant & historical drugs , conditions were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure displacement"), pelvic pain ("stabbing, persistent/constant pelvic pain"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, spontaneous abortion, ectopic pregnancy in 1996, delivery in 2001, delivery on (B)(6) 2007 and multiparous. Allergy to nickel and hypersensitivity reaction or any other component of essure was denied. Previously administered products included for contraception: birth control pill from january 2006 to april 2006; for birth control: depo provera from 2000 to 2005. Family history included diabetes and malignant breast neoplasm. Concomitant products included loratadine (claritin) in 2009 for multiple allergies and naproxen (naprosyn) in december 2015 and paracetamol (tylenol) in 2010 for pain. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), coital bleeding ("bleeding after and during intercourse") and hypoaesthesia ("numbness in hands and legs"). In 2010, the patient experienced pain in extremity ("pain in legs"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("caused, aggravated psychiatric / psychological conditions") and menstruation irregular ("irregular menstruation"). The patient was treated with ibuprofen (motrin), analgesics and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. In 2016, the pain in extremity had resolved. In (B)(6) 2016, the pelvic pain, back pain, genital haemorrhage, uterine haemorrhage and vaginal haemorrhage had resolved. At the time of the report, the device dislocation and mental disorder outcome was unknown and the coital bleeding, hypoaesthesia and menstruation irregular had resolved. The reporter considered back pain, coital bleeding, device dislocation, genital haemorrhage, hypoaesthesia, menstruation irregular, mental disorder, pain in extremity, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: following essure placement procedure, she used condoms. Treatment for pelvic and back pain: "physical therapy, ; hysterectomy, x-ray of pelvic, therapy, tub blockage test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On an unspecified date, pelvic x-ray, tube blockage test were done (no results were provided). On (B)(6) 2016, essure placement check were done. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menstruation irregular. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.